Event description:
The customer reported that three employees suffered carpel tunnel injuries due to removing air from refrigerated whole blood bags during routine blood lab processing. The patient information is unavailable at this time. The two other referenced employees are found on reports; 1722028-2012-00276, 1722028-2012-00277. The customer stated that the employees involved have all had ergonomic evaluations and based on the evaluation their injuries are directly attributed to the processing of refrigerated blood units. Two of the employees have had surgery, and the third employee is wearing a brace. All three employees are on work restrictions and are not allowed to process whole blood.

Manufacturer narrative:
Terumo bct internal reference: fin (B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.